Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation. This event is one of two for the same patient and same cycler on subsequent treatments.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume on (B)(6) 2017. Per available information the patient remained asymptomatic: drain 0: 7ml fill 1: 2495ml drain 1: 2299ml fill 2: 2502ml drain 2: 4533ml fill 3: 2496ml drain 3: 2787ml fill 4: 2496ml the reported drain volume of 4533ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require any known medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. The exterior visual inspection revealed the heater tray/scale was touching the liberty cycler cabinet. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test and system air leak test. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no reported device malfunctions that would have caused the reported event.